Event description:
A resident (bilateral amputee with poor trunk control) rolled toward left upper siderail of bed. Pressure of his weight caused the siderail to break. This resulted in the resident falling face first to the floor.